Manufacturer narrative:
H6: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H6: code b20: device remains implanted and therefore not available for direct analysis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After the proximal end of the trunk ipsilateral leg was deployed, a contralateral leg was deployed in the right limb with pushing up. It looked that the internal iliac artery was slightly covered by the contralateral leg. The contralateral leg was attempted to push up using balloon and several attempts was performed to adjust the location of the contralateral leg. In the end, the location of the contralateral leg was not changed obviously, but the blood flow of the internal iliac artery was confirmed clearly. The rest of devices were implanted and the procedure was concluded. The patient tolerated the procedure.